Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 19. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2022, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, swelling and bleeding. No further patient complications were reported.